Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. The intermittent power was duplicated during the investigation with both the returned battery cap and the test battery cap. There was no damage found to the returned battery cap. There was visible rust inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The battery compartment was found to be cracked on the side from the threads traveling down along the side of the bumper to the case seal.